Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). UDI# (B)(4). Concomitant medical products - oxford partial knee system twin peg femoral, catalog # 161469 lot, # 261680 and oxford partial knee system right medial tibial tray, catalog# 154727, lot # 031250. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product expected, not yet received.

Event description:
It was reported the patient underwent a right partial knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately five months post-implantation due to unknown reasons. The polyethylene bearing was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported the patient underwent a right partial knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately five months post-implantation due poly bearing migration. The polyethylene bearing was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.